Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic keto acidosis on (B)(6) 2021. Blood glucose reading was 591 mg/dl. The customer was treated with intravenous drip and insulin at the hospital. Auto mode feature was not active at the time of incident. The customer did not alleged that insulin pump was under delivering insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump was damaged. The insulin pump will not be returned for analysis.